Manufacturer narrative:
Com-(B)(4). Voluntary medwatch report number mw5103801.

Event description:
A voluntary medwatch report was received on (B)(6) 2021. It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. It has been reported that the readings were off by 30 to 40%. No data was provided for evaluation. The complaint confirmation and probable cause could not be determined. There were no reported glucose values available to search within the parkes error grid calculator. No injury or medical intervention was reported.